Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that fluoroscopy of the right ventricular lead exhibited externalized conductors. However, the right ventricular lead exhibited normal function. No interventions were taken. There were no consequences to the patient.